Manufacturer narrative:
Reserved samples of this lot number were sent to an independent laboratory for product sterility testing. Final report: product sterility test was performed for two products, 237020t5, from the same lot number s0004656. The product sterility result showed no growth.

Event description:
It is alleged that a patient developed a post-operative infection one week after an acl reconstruction procedure using a matryx interference screw. On (B)(6) 2011, patient admitted for incision & drainage (I&d) of the surgical site. On (B)(6) 2011, patient re-admitted for second I&d. Patient is presently at home with a peripherally inserted central catheter (PICC line) on IV antibiotics. (B)(6) 2011: acl surgery; (B)(6) 2011: admitted for I&d; (B)(6) 2011: re-admitted for second I&d.

Manufacturer narrative:
This device is not expected for evaluation as it remained in the patient. A review of the device history record shows this implant was manufactured on 08/23/2010 in a lot of 227 units with no noted discrepancies. A review of complaint files shows a second complaint filed by this facility alleging a second post-operative infection after use of this product. (MFR. Report #9613278-2011-0003). A 2-year review of complaint history shows no similar reports for this product and/or similar products. Reserved samples of this lot are being sent to conmed linvatec, biomaterials for testing. A follow-up report will be filed when analysis is complete. The matryx interference screw is intended for use in interference fixation of bone - patellar tendon - bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. The matryx interference screw should be used in combination with appropriate immobilization/controlled mobilization. The risk document for this product addresses infection, foreign body reaction & fever as acceptable risks. In addition, the IFU provides the following: contraindications: insufficient quality and quantity of bone for attachment of graft. Blood supply limitations and/or previous infections, which could retard healing. Foreign body sensitivity to the implant material. Where the material is suspected a test should be made prior to implantation to rule out sensitivity. Patients with active sepsis or infection. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Device was not returned from the cust.